Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 03/09/2018 that on (B)(6) 2018 there was an unexpected receiver shut-down. No additional event or patient information is available. No product or data was provided for investigation. Confirmation of the problem and root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver was able to be charged and rebooted. The receiver log was downloaded, the data shows rttloss within the investigation window. Functional testing was performed and it passed. The reported event of unexpected receiver shut-down was confirmed. The root cause could not be determined.